Event description:
While wearing latex gloves pt had an allergic reaction. Pt had swollen hands, hives, difficulty breathing and asthma. Pt went to see a dr who prescribed epi-per and claritin. Pt has not started taking these medications yet. On 5/12/97 pt stopped working because she cannot be around latex products without having reaction.